Manufacturer narrative:
Due to lack of details and data the radiometer investigation has not been able to define the root cause, hence this is unknown.

Event description:
According to the complaint on (B)(6) 2023, at 19:48, medical staff used an abl90 flex analyzer (serial no. (B)(6)) to monitor blood potassium in patients. One patient was tested, the blood potassium concentration was 2.9mmol/l. At 20:30, intravenous potassium supplementation of 3g was planned, and intravenous potassium pump of 0.6g/h was performed for this patient. On (B)(6) 2023, at 20:58, the laboratory electrolyte results reported the patient's blood potassium was 3.93mmol/l. At this time, the intravenous potassium pump had just started, and the potassium pump was immediately stopped to avoid serious consequences caused by increased blood potassium.